Manufacturer narrative:
Good faith effort attempts were made to try and retrieve event resolution and current device status. As of today, requested information has not been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their insertable cardiac monitor (icm) device had migrated and was visibly sticking out through their skin. Boston scientific technical services (ts) referred the patient to their clinic to discuss what was reported, and confirmed the icm device was properly connected at the time. No additional adverse patient effects were reported. Evidence is suggestive the icm device remains in service.